Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-sep-2025. Investigation summary: bd received one sample for investigation. The sample was visually evaluated, and gel smearing was confirmed; the barrier gel was located toward the top and smeared on the wall of tube. Additionally, fifty (50) retention samples were visually inspected for gel defects and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), 1 tube had liquid gel smeared on the side and in the cap of the microtainer. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), 1 tube had liquid gel smeared on the side and in the cap of the microtainer. There was no health impact or consequences reported.